Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the device leaked at the patient line immediately after being primed and connected to the patient. The report states that the product was then removed and the patient was draining correctly with a replacement device. According to the report, the patient did not incur any injury as a result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.